Event description:
It was reported that the customer passed away on (B)(6) 2026. Suspected cause of death was described as a planned suicide involving the use of both insulin pens and the pump to administer insulin. According to the endocrinologist, the user requested multiple large boluses on the pump by programming high amounts of carbohydrates, including 450 grams (g) and 350 g. Additional information is pending, as pump data has not yet been reviewed at the time of this report. A supplemental report will be submitted if additional information is received.